Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed and was found to have the seal broken at the luer fitting. The broken piece was returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an abrupt and steady loss of insufflation due to the universal cannula seal accessory port breaking and the insufflation tubing disconnecting. The broken piece was removed from the insufflation tubing and the tubing was reconnected to the broken seal port. Insufflation increased and the surgery continued. The insufflation tubing was not taught and there was nothing near the port that would have caused damage. The procedure was completed with no reported injury.